Event description:
It was reported that the monitors on the 9800 system were going blank during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.